Manufacturer narrative:
Initial reporter address: (B)(6). One actual sample was received for evaluation. A visual inspection with the naked eye noted a split on the rim. Functional leak testing was performed and a leak was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a crack was observed on the minicap which resulted in iodine leakage. The leak was observed when connected to a transfer set. The event occurred during an unspecified step in peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.